Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the stent was returned expanded on the balloon and damaged. The stent was not crimped to the balloon and could be moved. The stent was removed from the balloon and placed in a beaker. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. An attempt was made to load the device on a 0.014¿¿ guidewire however this failed due to hardened medium present in the wire and inflation lumen. The sds was soaked in water bath at 37 degrees celsius in an attempt to remove the hardened medium. After soaking overnight, the device was loaded on a 0.014¿¿ guidewire without issue. A red substance resembling blood came from the wire lumen. The balloon folds appeared relaxed from there originally folded position. Stent crimp markings were present on the balloon body. The balloon was inflated to rated burst pressure without issue and a vacuum was pulled. The device deflated fully within deflation time specification. The encore inflation device was verified before and after use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
A 2.25 x 16mm synergy ii drug-eluting stent was received with no issues reported. However, upon review of this device, stent damage occurred.